Event description:
It was reported that the site's (B) (4) handheld computer kept freezing over the past month and was getting worse. Troubleshooting was performed, but the problem persisted. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.